Event description:
Sales representative reported that a port was explanted. Additional information was provided by the health professional who reported the patient had an infection at the port site.

Manufacturer narrative:
Taper ii - (B) (4). Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."